Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2013 and revised on (B)(6) 2020 as it was impossible to pump fluids to the cylinders. The physician wasn¿t able to pump it also. Additional information received indicated that the physician suspected that the leakage was from the pump. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the cylinder 1 bladder, adjacent to the cylinder base. Testing revealed this to be a site of leakage. Microscopic evaluation revealed partial separations within abrasion in the longer pump exhaust tubing, pump inlet tubing, and cylinder 2 exhaust tubing. Microscopic evaluation revealed surface abrasion on the connector/inlet tubing segment, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump, cylinder 2 or the connector/inlet tubing segment. Based on examination of the returned product, it was concluded that device usage over time, may have contributed sufficient stress(s) to cause a separation of the cylinder 1 bladder adjacent to the cylinder base. A separation of this type may then allow the loss of fluid, making the device inoperable. As there was calcification surrounding the separation, quality is unable to determine what may have resulted in the separation noted. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Should additional facts prompt us to alter, or supplement any information, or conclusions contained in the original MDR, or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, it was not possible to pump fluid to the cylinders. The physician was not able to pump it either, and suspected leakage from the pump. The device was replaced.